Manufacturer narrative:
This incident was not reported to applied medical. We have contacted the hospital and have requested the return of the event sample for our investigation. A follow-up report will be sent upon completion of the evaluation.

Event description:
Laparoscopic cholecystectomy - "endo catch bag detached from metal ring upon deployment of device prior to specimen retrieval. The gallbladder was extracted from the umbilical port site w/o the use of a bag w/o further incident."